Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report. Date of event has been estimated. During processing of this incident, attempts were made to obtain complete device information.

Event description:
It was reported that the patient was experiencing ineffective stimulation. Diagnostics and x-rays were performed and no anomalies were reported. To address the ineffective stimulation, the lead was explanted and replaced. Effective therapy was established postoperatively.